Manufacturer narrative:
The diagnostic procedure cycle "simulate cndr cycle" is a non-routine procedure. During customer training, students are shown these diagnostics screens since some of these cycles are needed for certain cleaning/replacement procedures. The education center does not instruct customers to use this diagnostic procedure, nor is it required in normal circumstances. The "simulate cndr cycle" is not mentioned in the instructions for use. However, the cycle is accessible to the customer. The dxh800 system restores to proper state after a system reboot occurs. Root cause is that the diagnostic cycle "simulate cndr" does not restore the instrument to a proper state for sample analysis.

Event description:
There is a potential for erroneous white blood cell (wbc), differential, retic and/or nucleated red blood cell (nrbc) results to occur in the dxh800 instrument, when the sample aspiration module (sam) mechanical diagnostic cycle "simulate cndr cycle" is executed. The issue was discovered during in-house testing, no erroneous results were reported out. There was no death, injury or change to patient treatment associated with this event.